Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was bed ridden and had bed sores all over and around the implant site. The patient had been treated in the comfort care facility.